Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that needles not attached to thread and the racepack is inserted back tofront within the foil. No further information is available.